Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, therefore, the phenomenon of ¿no image¿ was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when using a visera 4k uhd camera control unit, there was a no image issue. There was no patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.